Manufacturer narrative:
Concomitant product: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Information was received from an unknown healthcare provider (hcp), via a company representative, regarding a patient receiving fentanyl (20000 mcg/ml) at 1998 mcg/day and bupivacaine (20 mg/ml) at 1.998 mg/day via an implantable infusion pump for non-malignant pain. On (B)(6) 2015, the patient was leaking cerebrospinal fluid (csf) in the back incision. There were no additional patient symptoms reported. The therapy was otherwise "working wonderfully," there was no allegation against the implanted system. The hcp planned to open the patient's back, drain the csf, clean it up, and cut the catheter (bring it out intrathecal part), and allow everything to heal. The hcp was to put a suture around the catheter and leave the pump and proximal catheter in place. Further follow-up is being conducted to identify the initial reporter, confirm the event date, determine any troubleshooting/diagnostics related to the csf leak, and for the cause of the csf leak. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from an hcp indicating the patient presented to the office on (B)(6) 2015 for a lumbar spine evaluation. Their CT scan showed their catheter to be in a good intrathecal position, and it traversed the fluid collection which was superficial to the fascia. Their doctor felt this was most likely a catheter a catheter leak; that a csf leak was less likely. The patient did not have headaches at all. There was swelling in the lumbar area. The CT scan showed a 9.1 x 5.9 x 8.1 cm area of fluid-like attenuation characteristics behind the lower lumbar region. The catheter portion coursed through this fluid collection. The possibility of a csf leak, drug leak, seroma, or resolving hematoma was considered. This extended all the way to the posterior skin surface. This was slightly larger to the right of midline. The sagittal reformatted images showed the pump catheter entering through the l4-l5 intervertebral disc space level between the spinous processes and proceeding cephalad into the thoracic region. No acute fractures were seen. There was a schmorl's node formation at the t11-t12 intervertebral disc space seen at the edge of the field. No focal posterior soft tissue disc abnormality was identified. There was a minimal disc bulging at the l2-l3 and l5-s1 intervertebral disc spaces. A revision of the catheter occurred on (B)(6) 2015. The patient was positioned in the right lateral decubitus position with all pressure points padded and they were secured to the table. Their lumbar incision was opened after sterile preparation, and their back, flank, and subcutaneous pocket in the right upper quadrant was draped. Clear fluid egressed from the incision. The catheter was dissected free and carefully inspected. There was no catheter leak. There was a slight trickle of csf from around the anchor which was properly deployed. A valsalva maneuver increased this leak. Silk sutures were then used to pursestring and oversew the entry point of the catheter and there was no further leakage. Three valsalva maneuvers produced not a drop of spinal fluid. The right upper quadrant pocket was then opened to assure patency of the catheter which was then attached again to the pump and appropriately configured. The wound was very copiously irrigated, and the pump was secured with a silk suture. Both wounds were further irrigated with antibiotic saline and closed in layers with 2-0 vicryl subcutaneous tissues and nylon sutures for the skin. Sterile dressings were applied and the patient was taken to the recovery room having suffered from no apparent complications. The surgical assistant participated in all aspects of this operation from positioning the patient to placement of the dressings and all points in between. The patient had an office visit on (B)(6) 2015 and presented for a lumbar spine evaluation. Symptoms included back pain (continued as previous to procedure), buttock pain, and lower extremity pain. Their primary complaint was of an approximate 5-day history of fullness of the posterior lumbar incision. The fullness varied in nature and was independent of activity. The consumer described a three-day history of clear drainage. The drainage amount was enough to soak dressings over a six to eight hour period of time. There was incisional drainage present that was expressed through the suture holes, and there was swelling (global edema) around the proximal lumbar incision. There was obvious fullness noted upon inspection and palpation. There was no pain or redness. They complained of headaches that were unrelated to position or activity. They denied any fever or other constitutional change. The pain was located in the left lower back, left buttock, left lower extremity, right lower back, right buttock, and right lower extremity. There was no weakness noted. Current treatment included activity modification and ergonomic measures, and the patient had good compliance with the treatment. Surgery was performed on (B)(6) 2015 to repair the lumbar csf leak. The patient's preoperative diagnoses were neuralgia, neuritis, unspecified radiculitis, chronic atticoantral suppurative otitis media. The lumbar area was prepared and draped in a meticulous sterile manner after placing the patient in the prone position on the wilson lumbar frame with all pressure points padded. The preexisting incision was opened and all suture material was removed. There was clear fluid, and a culture was taken. The wound was irrigated with antibiotic saline after taking the culture. The previous sutures were removed and the pseudocapsule around the fluid collection was excised down to normal-looking fascia. They ran a running suture in two layers which appeared to completely occlude the fascial tract of the catheter. Four separate valsalva maneuvers produced not one droplet of egress of spinal fluid. Duraseal was then placed over the closure and tissues were mobilized. A separate layer was closed over the duraseal. The wound was then closed in layers with 2-0 vicyrl for the subcutaneous tissues and nylon sutures for the skins. A sterile dressing was applied, and the patient was taken to the recovery room in stable condition. All counts were correct. The surgical assistant participated in all aspects of this operation from positioning the patient to placement of the dressings an all points in between. There were no complications. 000their postoperative diagnoses were neuralgia, neuritis, unspecified radiculitis, chronic atticoantral suppurative otitis media, and morbid obesity. At an office visit on (B)(6) 2015 the patient presented for a lumbar spine evaluation. Symptoms included back pain, and the patient continued to have the same preoperative problems. They presented to the evaluation vomiting, and they had a recent hospitalization after the surgical repair of the csf leak. They had no residual leak or any developing fullness around the lumbar incision. Their pain was being managed by oral narcotics, including buttock pain and lower extremity pain. The pain was located in the left lower back, left buttock, left lower extremity, right lower back, right buttock, and right lower extremity. The pain radiated to the mid back. There was no weakness noted. The patient described their symptoms as unchanged. Current treatment included activity modification, and there was good compliance with the treatment. They were not receiving intrathecal deliver of medication. They were to follow-up in three weeks or as needed. The patient's current medications included levaquin (oral 7 days only); opana ER (40 mg tablet, 1 oral two times daily); fentanyl citrate (pumpinjection); estratest h.s. (0.625-1.25 mg tablet, once daily); trileptal (2 oral daily); risperdal (2 oral daily); clonazepam (1 oral daily); oxycodone hcl (30 mg tablet, oral daily); tizanidine hcl (4 mg tablet, 2 oral three times daily); phenergan (25 mg tablet, oral daily); benadryl allergy (25 mg tablet, oral as needed); allegra allergy (180 mg tablet, oral daily). Their allergies included depakote , compazine, reglan, dilaudid, lexapro, and morphine sulfate. Medical history included radiculitis, obesity, anemia, gastroesophageal reflux disease, anxiety disorder, migraine headache, psychiatric disorder, depression, hypercholesterolemia. Social history included rare sun exposure, former tobacco use of 0.5 packs per day (beginning smoking in 1989 at (B)(6), and ending in 2010 at (B)(6), no alcohol use, bicycling, swimming, and walking once or twice weekly, tea consumption five to six times per day, and no illicit drug use. Surgical history included arthroscopy of left knee, tonsillectomy, gallbladder surgery (laparoscopic), hysterectomy (non-cancerous). Family history included hypercholesterolemia, heart disease, breast cancer, cerebrovascular accident, alcohol abuse, hypertension, and arthritis.